Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Pump suction - after 42 days on support, pt experienced occasional suction alarms that resolved with giving albumin IV. Data log review showed suction alarms across multiple days. Suction alarms turn off after p-levels are reduced. Pump position noted to be ok. The cause of the pump suction is patient condition related to a lack of volume that resolved when given fluids and reducing the p-level. Device history lot: device lot: 1917208. Device history batch: subcomponent lot: n/a. Device history review: (B)(4) was opened for device lot 1917208 for label legibility issues related to s/n (B)(6). This pump was reworked with no impact to pump s/n (B)(6), therefore, pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient presented to the hospital with acute decompensated heart failure with reduced ejection fraction in the process of an open-heart transplant work-up and was brought to the operating room for an impella 5.5 placement. It was reported on 19-aug-2025 during impella 5.5 support there were alarms for suction due to the patient¿s low volume and the patient was treated with intravenous albumin to resolve the issue. Additionally, on 21-aug-2025 the nurse reported there was intermittent brief disappearances of the placement signal with no alarm present on the automated impella controller (aic). As a result of the issue, the nurse swapped the aic for another console and resolved the issue. The impella device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication. This complaint involves one automated impella controller and one impella 5.5 device: impella 5.5 with serial number (B)(6). Automated impella controller with serial number (B)(6). This MDR specifically addresses impella 5.5 with serial number (B)(6) which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.